Manufacturer narrative:
Ref comp #(B)(4).

Event description:
On april 11th 2024, fujifilm healthcare americas corporation was informed of an event involving en-580t. It was reported that the lens was either cracked or has glue on it. During the diagnostic procedure the user had to change out the scope which had to have another double balloon put on it. The patient had to stay under anesthesia for about 10-15 min longer due to needing to get another scope ready. The patient was doing fine and was discharged the same day. As such, this report is being submitted in an abundance of caution.